Event description:
Additional information reported that the pump was replaced in (B)(6) due to continuous motor stalls.

Event description:
Multiple motor stalls were reported. Pump event logs read motor stalls and motor stall recoveries from (B)(4) 2012; there were 12 motor stalls and recoveries in the logs. The first motor stall was noted to be on (B)(6) 2012. Per reporter patient did not have any symptoms; was stable and doing fine. Drug delivered via the device was morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter, model: 8709sc, serial# (n)(4), implanted: (B)(6) 2010, explanted: unk. (B)(4).